Event description:
Filter was placed in a female patient to cover ovarian cystectomy stage 1 and also a left dvt. Upon attempt to retrieve the filter 406 days later, it was found that 1 arm had fractured and had penetrated the vena cava further up from the filtedr and another arm, still attached to the filter, had penetrated the cava. The filter was unable to be retrieved as it had tilted too much and the tip was against the wall.